Event description:
Info received indicates the bed exit will arm but will not alarm.

Manufacturer narrative:
The hill-rom technician found the bed exit will arm, but would not alarm. The technician replaced the tape switches to repair the bed.